Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the inspiratory flow module (ifm) was returned for failure investigation. A visual inspection of the returned pcb was conducted and no anomalies were found. The module was attached to the failure investigation test ventilator for analysis. The ventilator powered up normally and no errors were recorded in the diagnostic logs. The ventilator however failed to calibrate. The ventilator failed the atmospheric pressure test. The barometric reading was 621.6 mmhg. The fault was isolated to the the fault to the barometric pressure sensor, reference designator ps3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and found the device alarming with a power on self test (post) error code. The se replaced the inspiratory electronics printed circuit board assembly (pcba). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator "went vent inop". The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.